Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare recommended to the hospital to replace the bag/vent switch. The hospital biomed replaced the bag/vent switch.

Event description:
The hospital reported that, during a case, the ventilator stopped. The clinician reportedly toggled the bag/vent switch and resolved the complaint. There was no reported patient injury.